Event description:
Customer was hospitalized due to low blood glucose. The blood glucose was 47 mg/dl at the time of admission. Customer stated that the insulin pump has been getting a vibrating sound. Assisted customer setting the alert type to beep high. The blood glucose was 157 mg/dl at the time of call. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.